Manufacturer narrative:
A clinical review determined the device did not cause or contribute the patient outcome. A review of the software log indicates the patient was in a non-shockable rhythm throughout the event.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. It is not known if the device caused or contributed to the event.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. It is not know if the device caused or contributed to the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. A review of the software logs verified the reported issue. The logs indicated the battery was low at the time of the reported issue. The root cause was determined to be a low a battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.